Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was a transforaminal lumbar interbody fusion (tlif) procedure treating spondylolisthesis that took place on (B)(6), 2021. During the procedure, the nurse experienced difficulty transferring the vertecem v+ cement into the unknown synject cartridge. The issue involved two (2) sets of cement. The procedure was successfully completed as the surgeon was able to mix cement and fill the cartridge. There was a surgical delay of less than thirty (30) minutes. Thee is no further information available. This report is for one (1) sistema de cemento vertecem v+ . Esteril. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- visual analysis of the returned sample revealed that sistema de cemento vertecem v+ . Esteril was stuck as the cement inside the mixer was observed to be hardened. The hardened cement inside the mixer caused the handle to be stuck. No other issues were identified with the returned device. The dimensional inspection was not performed for the sistema de cemento vertecem v+ . Esteril as it's not pertaining to the complaint condition. The functional test was not able to be performed as cement was hardened. However the retain samples testing was performed by the vendor, osartis. The result of the testing revealed no deviations; hence the a faulty product was excluded. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the sistema de cemento vertecem v+ . Esteril. The cement could have hardened due to cement exposed to the external environmental conditions. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : part: 07.702.016s, lot: 0d53340, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 01.september 2020, expiry date: 01.april 2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.